Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either tina-quant ferritin gen.4 (ferr4) or uric acid ver.2 (ua2) on a cobas 8000 c 702 module. Patient 1 initial ferr4 result was 0 ng/ml. The repeat result was 3.8 ng/ml. Patient 2 initial ua2 result was 0 mg/ml. The repeat result was 3.7 mg/ml. The questionable results were not reported outside of the laboratory. The higher results were believed to be correct. The reagent lot numbers with expiration dates were not provided.

Manufacturer narrative:
On (B)(6) 2023, the field service engineer (fse) visited the customer site and checked the adjustment of the fluidics pressure and checked the sample probes. The customer had no further issues after the service visit. The investigation determined the service maintenance actions resolved the issue. H3 other text : na.